Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had a gastrointestinal bleed. The patient was hospitalized after a two-day history of melena. A procedure was performed and medication was given. The event is resolved. The principal investigator indicated the event is not procedure related and is possibly related to the hvad and patient condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received: it was further reported that the patient had been holding warfarin and aspirin at home since (B)(6) 2017 per the ventricular assist device (vad) coordinator's instructions. A gastrointestinal consult was done. Push enteroscopy was performed with no acute findings. Capsule endoscopy was performed on (B)(6) 2017 and revealed a clean small bowel with blood/clot in the colon. A repeat colonoscopy was performed on (B)(6) 2017 and revealed one bleeding arterio-venous malformation (avm) which was suspected to be the source of anemia. The patient was treated with argon plasma coagulation and a total of 7 units of prbcs. The patient continued proton pump inhibitors and coumadin was restarted with a goal range of 2-2.5. The vad remains in use and the patient was discharged home. The event was deemed resolved on (B)(6) 2017. No further patient complications have been reported as a result of this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.